Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2. They could not pneumate because they did not emit co2 from the btt port. There was no problem with the pneumoperitoneum. There is probably a problem with the btt port. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Trackwise # (B)(4). The device was returned to the factory on 09/09/2020. An investigation was conducted on 09/16/2020. A visual inspection was conducted. Only the btt was returned for evaluation. Signs of clinical use and no evidence of blood was observed. The btt ports were observed to be intact, no visual defects were observed. A mechanical investigation was conducted. Air was inserted into the silicone balloon and the balloon would inflate. No visual defects were observed on the silicone btt. A mechanical evaluation was conducted. A 5cc syringe, filled with saline was attached to the co2 line and squeezed the syringe to spray the saline. There was no backflow observed in the co2 . No leaks or holes were observed during this entire process. Air flow on btt was tested on the btt insufflation port and air flow was not obstructed. Based upon the returned condition of the device and the results of the investigation, the reported failure "improper flow or infusion" was not confirmed.

Manufacturer narrative:
Trackwise ID # (B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2. They couldn't pneumate because they didn't emit co2 from the btt port. There was no problem with the pneumoperitoneum. There is probably a problem with the btt port. A replacement device was used to complete the procedure. The hospital did not report any patient effects.